Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a wear-related fracture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that at the beginning of transurethral resection of prostate, it was found that the wire at the distal end of the resection electrode loop was broken. It was then changed to another one and the procedure was finished. There were no reports of harm.